Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: d4 ( serial number), d8, g2.

Event description:
N/a.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) power up test fails code #8. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter - (B)(6). . Corrected fields: b5, d1, d4 (version or model #, catalog # and UDI #), d5, e1 (initial reporter & event site mail).

Event description:
It was reported that during system software update, the cardiosave intra-aortic balloon pump (iabp) had power up test fails code # 8. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported during a system software update, the cardiosave intra-aortic balloon pump (iabp) had power-up test fails code #8. There was no patient involvement. After customer pressed the push button, power appeared to us ( power up test fails code#8) at least one software version is not compatible. The logs were checked and power management board was a.00. And all the rest was d.00. While trying to re-install the software, we are facing this issue: error while sending file. Once restarted, the unit was unable to synchronize baud rate with pmb device. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g2.

Event description:
N/a.